Event description:
The report is from the study. The pt was a male. The pt had a history of CABG, diabetes, and hypertension. High risk criteria were chf and severe left ventricular dysfunction <35%. Stroke examination was conducted in 2008. The target was the left ica. The vessel was moderately calcified and eccentric. The lesion was pre-dilated. A precise rx 9x40 stent was deployed at the target lesion. There was no resistance encountered during the procedure. An angioguard was successfully deployed and retrieved during the procedure. According to the site, the procedure went "perfectly". The pt had been moved to the holding area where he experienced a massive intracranial hemorrhage and died. CT scan confirmed the hemorrhage was not ipsilateral. It began on one side and went to the other side. The site stressed that the death was not procedural related and the initial report indicated it was not related to the cordis device.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.